Manufacturer narrative:
During our investigation process, we determined this incident was previously reported. Therefore, we consider this to be a duplicate report. Please disregard this MDR report, we apologize for any inconvenience.

Event description:
It was reported that a revision surgery was performed due to aseptic loosening.